Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the atrial lead dislodged and was deactivated through the device. During the upgrade of the device, the atrial lead was explanted and replaced. The day prior to the implant of the new device, a green bar was seen and upon interrogation of the device the day of implant, the device showed a gray bar. The device had not been stored in cold temperatures. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.